Event description:
It was reported that the device stored a non-sustained tachycardia (nst) episode that was 23 pages long, however, there was no nst information (no tachy intervals) in the report. Additionally, a ventricular fibrillation (vf) episode states no data is available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) review revealed a diagnostics problem. Programmer data from s2d file _380000 shows detailed episodes #251 to #255 data is invalid.